Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited an episode of myopotentials over-sensing. No intervention was performed and the patient will be further monitored. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.